Event description:
It was reported that the table on the 2600 system will not boot up. It was also noted that the drain bag fasteners are broken. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the floppy drive, software disk and the drain bag fasteners. The identified components were replaced. System was tested and found to be working as intended and placed back into service.